Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: possible complications include, but are not limited to, the following: migration of the filter. This may be caused by placement in oversized venae cavae greater than 28mm, or large migrating thrombus dislodging the filter from its deployed position. Perforation of the vena cava wall by the legs of the filter. Recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombus passed through the filter or via collateral means. Caval occlusion. The probability of this occurring should be weighed against the inherent risk/benefit ration for a patient who is experiencing pulmonary embolism, or who is likely to do so without intervention. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that some time post vena cava filter deployment (date not provided) the patient expired. There was no specific device malfunction reported that may or may not have caused or contributed to the patient¿s death, the cause of the patient¿s death was not provided. No other pertinent patient, device or medical information was provided leading up to or surrounding the event.

Manufacturer narrative:
Medical record review: a hospitalized patient with intracranial hemorrhage contraindicated for anticoagulation was noted to have deep vein thrombosis and had a vena cava filter deployed. Approximately three months post hospital admission; the patient was discharged in stable condition. Approximately five years four months post filter deployment, the patient presented for an office visit with severe symptoms of leg swelling and was on anticoagulation medication. The filter was not to be removed and the risk of intervention would be greater than the benefit. Approximately five years six months post filter deployment, the left common femoral vein appeared to have deep venous thrombosis. Balloon angioplasty was performed but there was not much improvement. Approximately seven years six months post filter deployment, the patient was noted to have worsening leg swelling and edema, was bedridden, and non ambulatory. The patient was not a candidate for anticoagulation or venous intervention. Manufacturing review: a manufacturing review was performed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review:the current IFU (instructions for use) states: potential complications: possible complications include, but are not limited to, the following: -migration of the filter. This may be caused by placement in oversized venae cavae greater than 28mm, or large migrating thrombus dislodging the filter from its deployed position -perforation of the vena cava wall by the legs of the filter. -recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombus passed through the filter or via collateral means. -caval occlusion. The probability of this occurring should be weighed against the inherent risk/benefit ration for a patient who is experiencing pulmonary embolism, or who is likely to do so without intervention. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that some time post vena cava filter deployment (date not provided) the patient expired. There was no specific device malfunction reported that may or may not have caused or contributed to the patient¿s death, the cause of the patient¿s death was not provided. No other pertinent patient, device or medical information was provided leading up to or surrounding the event. New information received: it was reported through the litigation process that a vena cava filter was placed in conjunction with a trauma situation/motor vehicle accident. Some time post filter deployment (date not provided), the filter allegedly could not be retrieved; however, there were no reported attempts to retrieve the filter. Patient expired after an unknown amount of time post filter deployment.